Event description:
The posterior foot was broken. The physician had attempted to achieve arteriotomy closure with the perclose a-t (the closer ak) device following an interventional procedure. It was reported that the knot did not deploy from the device. The device was removed and another perclose a-t device was inserted and successfully closed the arteriotomy. There was no report of an adverse pt event. Though requested, add'l info has not been provided.